Manufacturer narrative:
The pump was returned to mmdg and an evaluation was able to be completed. Mmdg was able to confirm the complaint that the pump was not audibly alarming due to a component on the pc board. It was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump has no audible alarms. Mmdg did attempt to gather additional information, but the initial reporter stated that she did not have any other information. (B)(4).